Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the system at customer location and confirmed the reported error issue. Fss replaced fluidics unit and subsystem board, which resolved the problem. The system was found to meets all abbott medical optics specifications, the problem is resolved all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that during the irrigation/aspiration (I/a), error 130 (fluidics encoder error) happened and after that there was no vacuum. The system did not regain expected function through replacing the phaco pack. The operation was completed safely with using sovereign compact as a backup system. It was reported that the operation was delayed about 10 minutes. No patient injury reported.